Manufacturer narrative:
The endoscope disifector was evaluated and repaired by the distributor. No injuries reported as a result of this incident.

Event description:
On (B)(6) 2010 the hose of the peristaltic pump broke, peracetic acid came out on the floor. The employees at the facility did not go into the room because of the strong odor. The firemen were called in to switch off the machine and clean the spill.